Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the implant will not be considered off-label in this case.

Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in mitral position. During procedure, a pericardial effusion was detected, and pericardiocentesis was conducted. The patient had functional mitral regurgitation (fmr) and tilted heart axis. A pascal ace was successfully implanted in a2-p2 position (a: anterior, p: posterior), and regurgitation was reduced from severe (pre-procedure) to mild. However, shortly before removing the system from the groin, pericardial effusion was noticed, located dominant in front of the apex of the heart and the left ventricle. Hence, a pericardiocentesis was performed, aspirating 450 ml of fluid. During the procedure, there was no indication of a pericardial effusion. Act (activated clotting time) after implantation was 230s. Before removing the system from the groin, hemodynamic instability and heart rate changes were detected. Blood pressure during implantation was 100/76, 77/49 before pericardiocentesis, and 128/78 at the end. The tsp (transseptal puncture) was performed remotely from the muscular ias (interauricular septum). Therefore, a perceived root cause couldn't be found by the doctor nor the field clinical specialist. Patient was in stable condition post procedure.

Event description:
As per new information received, after the tsp was performed, the guidewire was positioned in the left pulmonary vein. When the guide sheath was advanced into the left atrium, the guidewire remained in the left pulmonary vein, likely the upper one. The implant system (is) experienced chordae entanglement twice, but it could be released by elongating it, no pulling necessary. Hence, the is was not positioned deep in the ventricle.

Manufacturer narrative:
The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for inability or difficulty to insert device into transseptal puncture location was confirmed with empirical evidence for the information provided. Available information suggests that procedural conditions (transseptal needle contacting the pericardium) and patient conditions (tilted heart axis) may have contributed to the reported event. However, it is likely not related to the edwards devices used during the procedure but to the transseptal puncture technique and equipment used for this mitral transcatheter edge-to-edge repair. Since no edwards defect was identified, corrective or preventative actions are not required.